Event description:
A nurse reported during a procedure the display screen went blank and the IV pole would not lower. Another unit was used to complete the case. There was no harm or injury to the patient. Additional information has been requested.

Manufacturer narrative:
The company representative examined the system and replaced the host cpu. Preventive maintenance was performed. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).